Event description:
Allegedly patient dislocated approximately 4 weeks post-op. Femoral head became dislocated from poly liner.

Manufacturer narrative:
Investigation is not complete. Event device code is addressed in package insert. Although several attempts have been made, a medwatch 3500a has been received from the user facility. This report will be amended when the investigation is complete. This is the same event as 1043534-2006-00142, 00143, 00145.